Event description:
It was reported that the pump battery was unresponsive. Customer¿s blood glucose level was 120 mg/dl. The customer reverted to manual insulin injections for insulin therapy.

Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. Customer¿s blood glucose level was 120 mg/dl. The customer reverted to manual insulin injections for insulin therapy.